Event description:
It was reported following a percutaneous coronary intervention (pci) an 8f angio-seal sts plus was used and hemostasis was achieved. A 7f terumo sheath was also used during the procedure. The patient was discharged. About one month after the procedure, the patient complained of leg pain. Occlusion or stenosis was suspected by ankle brachial index (abi). An ultrasound and a percutaneous transluminal angioplasty (pta) via a crossover approach balloon angioplasty (poba) was performed. The stenosed area was very stiff and a 25% residual stenosis remained. Abi has been good since, the patient has been followed up on hospital visits and is reported to be recovering.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was not available. Based on the information received the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.